Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was charged but unable to restart on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the back pain was worse and felt was not getting the same pain relief from the device that they once got from it. It was unknown what the cause was but the device had been reprogrammed and medication commenced to try to help but no cause was found yet. The event was still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) for a clinical study reported pain scores are an average 6/10 and the patient was unsure if they were satisfied with the device and if it was working well for them. Interventions included a reprogramming on (B)(6) 2018, turning the device off for a number of months on (B)(6) 2018, and administering medications (pregabulin) on (B)(6) 2018. Patient reported pain score of 6/10 on (B)(6) 2019 and a pain score of 7/10 to 8/10 on (B)(6) 2019. They reported that they were unsure if therapy was helpful on (B)(6) 2018. They turned the device off and did not notice much benefit when turning it back on, on 2018-10-15. They reported not getting any pain relief from the device on (B)(6) 2018 and again not getting much pain relief from the device on (B)(6) 2019. The event was possibly related to the device or therapy and not related to the implant procedure. The patient reported that they turned the device off for a week and said they felt after that they could tell it was helping but continued to have pain. They recently started pilates and felt this may have exacerbated their pain. The patient declined to try new programs and the device was turned off for a number of months but they did not feel much benefit once turned back on. Additional information received reported that the patient had a good trial of the device and then since activation had adequate results for 6-7 months then reported high pain scores and stated that they were not satisfied with the device. It was reported to be related to the device or therapy. Additional information reported that pain was worse and there was a loss of therapeutic effect. Later, it was reported to be due to programming.